Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported device was implanted on "unknow" date. It was reported that the rod was come off from the reported connector (p/n: 179771555). The sales force scheduled an interview the surgeon and will collect more detail. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: ((B)(4). Visual examination of the universal connector revealed signs of operative use as evidenced by superficial markings, with threads and drive feature slightly worn. Rod striations were observed on the set screws suggesting that the set screw was seated and tightened properly. It was also noted that debris is visible inside the notch, which is suspected to be soft tissue or bone in growth. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause of the migration and loosening of the universal connector cannot be determined. In general, patient factors that may affect the performance of the components include patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.